Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was a lead migration and. A revision took place. The hcp did not know the cause of the lead migration. The issue was reported to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that there was a possible lead migration or non-ideal lead placement which caused a recurrence of frequency, urgency, and nocturia. The hcp also indicated that the patient lost their patient programmer (pp). Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Product was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the implantable neurostimulator (ins) was explanted for device failure or malfunction. It was indicated that it was unknown what symptoms the patient experienced, and troubleshooting was not possible due to lack of access to the product. No further complications were reported or were expected.

Manufacturer narrative:
Analysis of implantable neurostimulator (ins) (B)(4) revealed device functioning okay, insignificant anomalies. Analysis of the lead lot number of va1j6f7 revealed that the circuit #2 and #3 have intermittent shorts at approximately 2.6 cm from the distal end due to over stress/damage. If information is provided in the future, a supplemental report will be issued.